Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 31 mg/dl at the time of the incident. The customer was given glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also got hospitalized for congestive heart failure. The customer stated they usually take sleeping pills that caused their low. The customer had an insulin flow blocked alarms and when they got up to perform a set change, they gave themselves too much insulin. The insulin pump will not be returned for analysis.